Event description:
It was reported that during the patient's unrelated lead replacement procedure on (B)(6) 2024 (manufacturer report number: 1627487-2024-07937), the leads had broken off and blocked their ipg ports. The remaining portion of the lead was explanted and the replacement procedure was completed with effective therapy being established.

Manufacturer narrative:
Initial reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2024 instead of being blank in the initial report. This correction is reflected in this additional report 1.